Event description:
Info received indicates the head section of the stretcher will not lower.

Manufacturer narrative:
The head section gas spring was found to be leaking oil. The gas spring was replaced to repair the bed.